Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the electrode belt's j7 component being of ECG ¿a¿ being broken. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.